Manufacturer narrative:
(B)(6). The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 2 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the battery cap was found to be visibly damaged and would not fully tighten to the pump. A test cap was used and the pump was able to power on properly. The pump was exercised for 24 hours with no re-boots occurring. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Unrelated to the complaint, the keypad was found to be torn at the ok button and contamination was found under all key contacts.

Event description:
On (B)(6) 2011 it was reported the insulin pump was powered off after being exposed to water in a swimming pool. The patient did not report experiencing any symptoms of high or low blood glucose levels, and denied seeking medical attention. There was no adverse event associated with this issue.